Manufacturer narrative:
This report is submitted on february 9, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized (date not reported) in order to be treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.